Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel. Due to this a lead safety switch was triggered. Further evaluation of the patient was discussed. Evaluation was performed and a lead fracture was confirmed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel. Due to this a lead safety switch was triggered. Further evaluation of the patient was discussed. Evaluation was performed and a lead fracture was confirmed. This device remains in service. No further adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) and rv lead continued to exhibit high out-of-range pace impedance measurements greater than 3,000 ohms. Possible rv undersensing was noted on the presenting electrogram (egm) and stored atrial tachy response (atr) episodes, as well. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.